Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response verses ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.